Event description:
Additional information received from the initial reporter confirmed the event occurred during the procedure. The procedure was therapeutic and was completed with the same device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, as well as corrections to b5. The information included in b5 was inadvertently omitted from the initial medwatch report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely due to stress of repeated use, external factors or handling of the device, the image sensor unit was damaged (i.e. Disconnection) or a part mounted on the electrical circuit board (i.e. Integrated circuit chips and capacitors) was broken, which may have resulted in the subject event. The event can be detected/prevented by following the instructions for use which state: it was confirmed that instructions, operation manual, chapter 3 ¿preparation and inspection¿, section 3.8 ¿inspection of the endoscopic system¿ describes how to inspect for the subject event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the bending section cover had a scratch and chip. Due to damage on the forceps elevator, bending section could not be fixed firmly. The control unit, grip, universal cord, up/down angulation lever plate, right/left plate, angulation lever, right/left lever, light guide connector, light guide cover glass, video connector case, and video connector were scratched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the videoscope exhibited damage to the imaging unit, due to this, the image disappeared when operating in the right/left directions. There were no reports of patient involvement.